Manufacturer narrative:
Integra has completed their internal investigation on 07/12/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the integra repairs department inspected the unit and found the following: ¿the customer tried the skull clamp and was unsure of the amount of movement between the torque knob and the ratchet extension¿s receptacle once the torque knob was inserted and threaded in securely. In the repairs department's opinion, the female thread (ratchet extension¿s) is causing the issue and may require a deeper thread with a lower tolerance. Device was not faulty and was fit for clinical use.¿ device history record reviewed for this product ID lot code/work order: (B)(4) a total of (B)(4) manufactured on 08/10/15 show no abnormalities related to the reported failure. These device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary: engineering was not able to verify the customer complaint. However, a previous complaint (B)(4) of the same nature was received and the following was determined: the root cause may be attributed to the vendor¿s manufacturing process. The vendor molded parts with the current condition using a new thread forming insert. Previously, the parts were molded with a thread forming insert that molded the threads small and required secondary operation to re-tap the threads with the purpose of accepting the go gage; however, such process required the use of a new tap for every 3 parts. This led to the design of the thread forming insert that produced the oversized threads. The lot of the ratchets affected by this flaw came from (B)(4) and these were used for production according to variance (B)(4) whereby such parts were evaluated per (B)(4) where it was determined that the non-conformity expressed by the no go gage going in 3 to 4 ½ turns did not affect the form, fit, function, and performance. It should be worth mentioning that the skull clamps manufactured with this part number get inspected 100% per (B)(4) inspection checklist by qc before going into stock.

Event description:
The skull clamp was used on a patient (age and gender unknown) for a craniotomy procedure (B)(6) 2016. When using the loaner skull clamp, the surgeon gave feedback that he was unhappy with how much movement there was in the clamp while on the patient. There was approximately a 15 minute delay during procedure while the mayfield 2 skull clamp was swapped with a a1059 skull clamp. The surgery continued as planned. The patient outcome was satisfactory. There was no patient injury reported.